Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient had a lead revision and at the time of the report was experiencing pain in their bicycle seat area. It was unknown if the patient made a complete recovery. No product issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.